Event description:
The customer called for help with her meter. While troubleshooting, she performed a control test and received a result of 216 mg/dl. The normal control range is 95-132 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.